Manufacturer narrative:
The insulin pump was received with a severely scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a lot of scratches on the screen. They were unable to read the screen at all. They did not mention how the damage occurred. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.